Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) had a larger decrease in longevity than elapsed time since the last device check suggesting the battery was prematurely depleting. No changes or interventions were reported. The patient was in stable condition.